Event description:
Reportedly, pt came to hosp on (B)(6) 2012, after he received a shock while he ws cycling on a stony road. Follow-up data stored in device memory showed the shock was resulting from noise oversensing. Noise oversensing was also observed in previous follow-up (performed on (B)(4) 2012) file. Again, noise episodes were correlated to pt activity involving vibrations. An explanation and recommendation are requested.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.